Event description:
A break was noted in the PICC line above the y site in the blue portion. This was discovered when the nurse tried to flush and found the break. The PICC line was discontinued and the tip was cultured. No patient sequelae.